Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump began to smoke at the usb port when the customer attempted to charge the pump using a non-tandem provided usb cable. There was no adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer reverted to alternate insulin therapy for diabetes management.